Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an open end ureteral axxcess catheter was used during a procedure performed on an unknown date. According to the complainant, during preparation, a hole was noted on the packaging of the device. The procedure was completed with another open end ureteral axxcess catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an open end ureteral axxcess catheter was used during a procedure performed on an unknown date. According to the complainant, during preparation, a hole was noted on the packaging of the device. The procedure was completed with another open end ureteral axxcess catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: a visual examination of the complaint device revealed that the pouch and the catheter were bent in the middle. A hole was noticed on the pouch of the device that passed both sides of the package. The noted failure likely occurred due to handling of the device without direct patient contact either during unpacking, preparation, or shipping; therefore, the most probable root cause is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.